Event description:
It was reported that the 2.50 x 12 mm trek rx balloon dilatation catheter was successfully used and upon removal, the proximal end of the shaft next to the connector separated into two pieces. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.